Event description:
Received report of a complete tubing separation with minimal blood loss. A patient was having a colonoscopy study as an outpatient. An IV of saline was initiated prior to the procedure. An unspecified sedative was administered through the proximal clave without problems; adequate sedation level was reported. At some point during the procedure, it was determined that the study could not be completed due to inadequate visualization of the colon. When the clinician was discontinuing the IV, it was discovered that the tubing had, at some point, completely separated just below the distal y-site as if there was an "inadequate amount of glue". There was a minimal amount of blood loss reported. The IV was discontinued, and the patient was discharged home in good condition. There was no reported adverse effect to the patient. Additional information was requested, but no further information was available.